Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and found that the endoscopic image was not displayed due to the disconnection of the camera cable. The reported event may have been caused by user's handling. There is a possibility that the endoscopic image may not be displayed because the camera cable was broken due to the user applying a load such as twisting the cable. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against camera cable failure. By following this instruction, omsc determined that the occurrence of the reported event can be prevented. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during hysteroscopy, the endoscopic image was not displayed. The device was used in combination with an olympus video system center otv-s7v. The user completed the procedure with the device. There was no report of patient injury associated with the event.